Event description:
It was reported that the patient was unable to move the legs after the device was implanted. The patient was brought back to the operating room (or) and an epidural hematoma was discovered. The physician was able to remove the blood clot and keep the device implanted. The patient was doing well postoperatively.